Event description:
It was reported that the device battery depleted sooner than expected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 5076 implantable pacing lead 2007 (B)(6); 4194 implantable pacing lead 2007 (B)(6). (B)(4).